Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a procedure when the leads were connected to the implantable cardioverter defibrillator, the device was over-sensing t-waves after biventricular paced beats. The device was reprogrammed to address the oversensing. There were no patient consequences.